Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported by customers wife that she removed wafer and tore a 4 mm spot on skin about 12 mm from stoma. She applied clotrimazol ointment she had from treating a past yeast rash to the tear and reapplied the wafer. She removed the wafer in 2 days and found the little tear looked like a small ulcer about 8mm in diameter. She reapplied the clotrimazol ointment and another wafer. They went to see local wound ostomy care nurse. Customer does have larger parastomal hernia. Wound ostomy care nurse removed convatec wafer and applied iodosorb gel to ulcer and covered that with unknown brand silver dressing. She then applied a different brand convex wafer he had used prior to convatec samples.